Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve, the valve was inserted and deployed to 80%; however, the valve frame appeared to be constrained due to calcified leaflets. The valve was recaptured into the delivery catheter system (dcs), and attempted a second time, but the constrained valve frame remained. The valve and dcs were withdrawn from the patient, and a pre-implant balloon aortic valvuloplasty was performed using a 21 mm non-medtronic balloon. A new valve was successfully implanted. No adverse patient effects were reported.